Manufacturer narrative:
Additional narrative: a product development investigation was performed. One drive shaft, minimum 520mm length, for use with ria (part number 314.743 / lot number h154619) was received with the complaint category of ¿broken: tip broken intraoperatively.¿ a device history record (DHR) review, device inspection, and drawing review were performed as part of this investigation. The complaint condition is confirmed as the drive shaft was received with the distal tip, which mates with the reamer head, broken off. The broken portion was not received. The roughly transverse break is located within approximately 6.9mm to 8.7mm distal to the distal edge of the drive shaft helix. The helix is intact. The balance of the device shows surface wear but is in functional condition. Replication of the complaint condition is not applicable as the device is already broken. The root cause could not be definitively determined as the circumstances at the time of the break are unknown. It was reported that an "unknown stryker power driver" was utilized during the procedure. The reamer/irrigator/aspirator (ria) technique guide [addresses recommended use. Step under ¿assembly,¿ states that a cannulated drive unit that delivers only 3.5-4.5nm of torque and 700-900rpm is to be used. The technique guide also cautions that no reduction drive units or drills with a torque greater than 6nm should be used. Under ¿reaming¿ describes the recommend use for reaming as follows; ¿begin reaming, using a gradual advance/retract technique. Slowly advance 20-30mm and then retract 50-80mm allowing the irrigation fluid to flow in front of the reamer head. Advance the assembly until resistance is felt, then repeat.¿ no new malfunctions were observed during the course of this investigation. During use the drive shaft is attached to the corresponding length reamer/irrigator/aspirator (ria) tube assembly and a reamer head and then connected to a drive unit. The ria system is intended for use to clear the medullary canal, to size the medullary canal, to harvest bone and bone marrow, and to remove infected and necrotic bone. Based on the date of manufacture the relevant drawings, reflecting the current and manufactured revision, were reviewed. Due to the damage at the fracture and missing portion applicable measurements of the hexagonal tip could not be obtained. The shaft directly proximal to the break, was confirmed to be within the specification per relevant drawing. The complaint condition is the result of force applied to the distal end of the drive shaft resulting in stresses beyond the failure limit of the shaft. The root cause could not be definitively determined as the circumstances at the time of the break are unknown. It was reported that an "unknown stryker power driver" was utilized during the procedure. There is no evidence of a manufacturing issue and no product design issues or discrepancies were observed that may have contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional concomitant devices: ria tub assembly (part unknown, lot unknown, quantity 1); non-synthes power drive (part unknown, lot unknown, quantity 1).

Manufacturer narrative:
Additional narrative: a product development investigation was performed. One drive shaft, minimum 520mm length, for use with ria (part number 314.743 / lot number h154619) was received with the complaint category of ¿broken: tip broken intraoperatively.¿ a device history record (DHR) review, device inspection, and drawing review were performed as part of this investigation. The complaint condition is confirmed as the drive shaft was received with the distal tip, which mates with the reamer head, broken off. The broken portion was not received. The roughly transverse break is located within approximately 6.9mm to 8.7mm distal to the distal edge of the drive shaft helix. The helix is intact. The balance of the device shows surface wear but is in functional condition. Replication of the complaint condition is not applicable as the device is already broken. The root cause could not be definitively determined as the circumstances at the time of the break are unknown. It was reported that an "unknown stryker power driver" was utilized during the procedure. The reamer/irrigator/aspirator (ria) technique guide [addresses recommended use. Step under ¿assembly,¿ states that a cannulated drive unit that delivers only 3.5-4.5nm of torque and 700-900rpm is to be used. The technique guide also cautions that no reduction drive units or drills with a torque greater than 6nm should be used. Under ¿reaming¿ describes the recommend use for reaming as follows; ¿begin reaming, using a gradual advance/retract technique. Slowly advance 20-30mm and then retract 50-80mm allowing the irrigation fluid to flow in front of the reamer head. Advance the assembly until resistance is felt, then repeat.¿ no new malfunctions were observed during the course of this investigation. During use the drive shaft is attached to the corresponding length reamer/irrigator/aspirator (ria) tube assembly and a reamer head and then connected to a drive unit. The ria system is intended for use to clear the medullary canal, to size the medullary canal, to harvest bone and bone marrow, and to remove infected and necrotic bone. Based on the date of manufacture the relevant drawings, reflecting the current and manufactured revision, were reviewed. Due to the damage at the fracture and missing portion applicable measurements of the hexagonal tip could not be obtained. The shaft directly proximal to the break, was confirmed to be within the specification per relevant drawing. The complaint condition is the result of force applied to the distal end of the drive shaft resulting in stresses beyond the failure limit of the shaft. The root cause could not be definitively determined as the circumstances at the time of the break are unknown. It was reported that an "unknown stryker power driver" was utilized during the procedure. There is no evidence of a manufacturing issue and no product design issues or discrepancies were observed that may have contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of a reamer irrigator aspirator (ria) shaft broke off during a planned washout of intramedullary (im) canal of the tibia due to the patient presenting with a long term infection. It was initially thought that midway down the canal, the ria shaft came un-quick-connected from the power. When the shaft was taken out to re-connect, it was discovered that the tip of the shaft had broken off from the ria head. The surgeon proceeded to ream with a regular set of reamers that were available in the operating room. There was no reported surgical delay. No fragments were left behind. The broken off tip was left in the ria head, not in the patient. No additional x-rays were required. The procedure was completed successfully with the patient in stable condition. Concomitant device reported: 13.5mm reamer head (part 352.253s, lot number unknown, quantity 1). This report is for one (1) ria drive shaft. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a product development investigation was performed. One drive shaft, minimum 520mm length, for use with ria (part number 314.743 / lot number h154619) was received with the complaint category of ¿broken: tip broken intraoperatively.¿ a device history record (DHR) review, device inspection, and drawing review were performed as part of this investigation. The complaint condition is confirmed as the drive shaft was received with the distal tip, which mates with the reamer head, broken off. The broken portion was not received. The roughly transverse break is located within approximately 6.9mm to 8.7mm distal to the distal edge of the drive shaft helix. The helix is intact. The balance of the device shows surface wear but is in functional condition. Replication of the complaint condition is not applicable as the device is already broken. The root cause could not be definitively determined as the circumstances at the time of the break are unknown. It was reported that an "unknown stryker power driver" was utilized during the procedure. The reamer/irrigator/aspirator (ria) technique guide [addresses recommended use. Step under ¿assembly,¿ states that a cannulated drive unit that delivers only 3.5-4.5nm of torque and 700-900rpm is to be used. The technique guide also cautions that no reduction drive units or drills with a torque greater than 6nm should be used. Under ¿reaming¿ describes the recommend use for reaming as follows; ¿begin reaming, using a gradual advance/retract technique. Slowly advance 20-30mm and then retract 50-80mm allowing the irrigation fluid to flow in front of the reamer head. Advance the assembly until resistance is felt, then repeat.¿ no new malfunctions were observed during the course of this investigation. During use the drive shaft is attached to the corresponding length reamer/irrigator/aspirator (ria) tube assembly and a reamer head and then connected to a drive unit. The ria system is intended for use to clear the medullary canal, to size the medullary canal, to harvest bone and bone marrow, and to remove infected and necrotic bone. Based on the date of manufacture the relevant drawings, reflecting the current and manufactured revision, were reviewed. Due to the damage at the fracture and missing portion applicable measurements of the hexagonal tip could not be obtained. The shaft directly proximal to the break, was confirmed to be within the specification per relevant drawing. The complaint condition is the result of force applied to the distal end of the drive shaft resulting in stresses beyond the failure limit of the shaft. The root cause could not be definitively determined as the circumstances at the time of the break are unknown. It was reported that an "unknown stryker power driver" was utilized during the procedure. There is no evidence of a manufacturing issue and no product design issues or discrepancies were observed that may have contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.